Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the faulty drain (2229, lot j2400013) used on the patient? =>no, the event occurred before use. If yes, was leakage detected? Was a new drain needed to correct the situation?=>unk. If yes, was the new drain placed surgically during a second procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama. H3 evaluation: complaint sample review: one complaint sample of partial drain of around 40 mm was received for evaluation, product was checked visually, and in reference to the complaint details "there had been a knot on the end of the suture", no knot on the drain or a suture was identified. Although, a hole was visible nearby one end, while inspected under magnification. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown open surgery o (B)(6) 2025 and a drain was used. There had been a hole on the drain. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested. Upon receipt and evaluation, the hole was noted.